Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot and catalog number associated with this complaint. Therefore, a review of the device history record could not be conducted. However, bd has initiated further investigation relating to this issue through a CAPA 1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. H3 other text : see section h.10.

Event description:
It was reported that an unspecified number of an unspecified bd gold top tube experienced label lift off/partial peel off prior to use. The following information was provided by the initial reporter: material no: unknown; batch no: unknown. We are noticing that on the gold top tubes the manufacturer labels are not adhered properly and are peeling off the tube on receipt. Let me know if any one else has complained about this. The staff tell me that this has been going on for 3 month. Multiple lot numbers are affected.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of an unspecified bd gold top tube experienced label lift off/partial peel off prior to use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. We are noticing that on the gold top tubes the manufacturer labels are not adhered properly and are peeling off the tube on receipt. Let me know if any one else has complained about this. The staff tell me that this has been going on for 3 month. Multiple lot numbers are affected.